Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The procedure appeared to have gone ok, but after the procedure the patient complained of severe pain, which has subsided in the last two weeks and was down sixty percent. The physician was looking at alternatives to solve the issue. There was no additional information provided. Additional information has been requested.